Event description:
Surgery for plif, dr used bmp unconsented and excessive amounts. Non FDA approved usage in posterior lumbar fusions. I did not consent to this drug off-label use. In (B)(6) 2013, I had tlif surgery to revise my previous surgery and to remove l3/l4 and l5/s1 discs. These revisions could not be completed due to massive "eptopic" bone growth 2 levels above and 2 levels below my original surgery. Per dr, where bmp was administered is where excessive growth occurred. Dr could not identify true cause of my pain and disabilities from the MRI, CT, x-ray etc until he actually saw it upon opening up my back at second surgery. His words "massive bone growth". Removed disc l4/l5, insert cage with doner (cadaver), insert rods and screws - used bmp during surgery.